Event description:
During routine testing, the user found that intermittently, the unit would not turn on. There was no pt involved. Testing of the unit disclosed an intermittent failure in the power supply assembly. The exact nature of the failure has not been determined. The power supply was replaced and the unit was returned to the user. The event is not occurring more frequently or with greater severity than is usual for the device.